Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that upon review of the remote home monitoring system a low out of range shock impedance measurement of 0 ohms was observed on one day approximately one and a half months earlier for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. Further review found the rv and left ventricular (lv) pacing impedance measurements had also decreased, but were not out of range. Boston scientific technical services (ts) suggested contacting the patient to see if there had been any procedures or hospitalizations around that time frame. The clinic told the field representative they would contact the patient, however the field representative was unable to obtain any further information regarding possible causes or resolution. The ICD, rv and lv leads remain in service and no adverse patient effects were reported.